Event description:
While the pt was being transferred using the pt lift, blood was detected on his shin. The staff at the facility expressed that the blood was due to the aggravation of a prior wound on the resident. The wound was caused by a recliner not associated with arjo. The staff indicated that the resident extends his legs instead of bending them when he is being raised, this caused his shins to be used as a fulcrum. His shins were dragged against the bottom of the kneepad as he was being raised.